Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The customer stated that the phosphorus control value, run on the architect c8000 analyzer, is out of range and a correct result is generated after diluting the control. This issue is occurring with the phosphorus reagent lot# 42020hw00. The customer used a new lot of phosphorus reagent (lot# not given) and received acceptable results. There was no impact to patient management reported.